Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed several times. The patient's blood glucose level was 136 mg/dl at the time of the call. The customer was asked to return the device back for analysis. The customer did not return the product back for analysis.